Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The stored electrograms (egms) show intermittent atrial undersensing observed. The atrial sensitivity is currently programmed at 0.15mv (millivolts) and the atrial fibrillation (af) monitoring is not pertinent due to alerts have been programmed off. The device and lead remain in service. No adverse patient effects were reported.